Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water in the foley catheter had turned brown during regular replacement on the thirty fourth day of use. Per follow up information received via ibc on 08nov2022, it was stated that the sterile water in the catheter turned brown. The customer did not provide any information about whether there was any pinhole in the balloon.

Event description:
It was reported that the sterile water in the foley catheter had turned brown during regular replacement on the thirty fourth day of use. Per follow up information received via ibc on 08nov2022, it was stated that the sterile water in the catheter turned brown. The customer did not provide any information about whether there was any pinhole in the balloon.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Corrections: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.